Manufacturer narrative:
The insulin pump was received with missing retainer and missing reservoir tube o-ring. The insulin pump passed the rewind test, prime test, seating test, basic occlusion test, force sensor test, self test, sleep current measurement, and active current measurement. However, we were unable to perform the displacement test and occlusion test due to missing retainer. The power management tool confirmed power error 25 alarms were triggered when backup battery loaded voltage was less than 3.5v for 4 consecutive hours due to resistance issue at electrical connector. The device also alarmed power loss, failed battery, low battery, and replace battery now due to resistance issue at connector. After disconnecting and reconnecting the internal battery connector on electrical board pump was monitored and functioned properly. The insulin pump also received with scratched case, cracked select button keypad overlay, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had failed battery and pump losing power without warning after replacing the battery in a timely manner that replace battery now. The customer¿s blood glucose level was unknown at the time of the incident. Troubleshooting did not resolve the issue. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.